Manufacturer narrative:
The reported condition of the device not alarming when the bag holder door is unlocked and opened was not confirmed as this device was not sent to baxter for eval. Should the device be received or additional info attained, a follow up medwatch will be submitted.

Event description:
The facility reported an ipump that is not alarming when the bag holder is unlocked and opened. This event occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp representative. No additional info is available.